Event description:
It was reported that user experienced issues with cartridge insertion. There was no reported impact to the customer¿s blood glucose level. Reportedly, customer reverted to an alternate method of insulin therapy.